Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that when the physician was modelling the bifurcated stent graft with a reliant stent graft balloon, the bifurcated stent graft was inadvertently pulled down resulting in a type I endoleak. (MFR report# 2953200-2009-00308) the physician elected to place a 30 talent aortic cuff, however, the cuff was placed higher then intended resulting in a type iii endoleak between the aortic cuff and the bifurcated stent graft. (MFR report# 2953200-2009-00309) the physician then elected to place a 32 talent aortic cuff and that was also placed higher then intended and the type iii endoleak did not resolve. (MFR report #2953200-2009-00310) with the placement of the 32 talent cuff the endoleak did resolve slightly, however not completely. The physician elected to monitor. No additional clinical sequelaes were reported and the patient is fine.

Manufacturer narrative:
Other - secondary intervention - evaluation results: (endoleak). (Stent graft was inadvertently placed lower than intended).